Event description:
It was reported that the implant had infection and had to be removed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), product type lead; product ID 3777-60, serial # (B)(4), product type lead. (B)(4).